Event description:
The customer stated that the rubella m-cal 1 was resulting at 63.95 and 66.51 iu/ml and should be between 1 and 51 iu/ml on the axsym analyzer. The customer changed the mup and solution 3 and performed a fluid check without resolution. No impact to patient management reported.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.